Manufacturer narrative:
H6; code 400: damaged firing mechanism. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: lockout position n/a, cartridge condition n/a, cartridge return batch number n/a. Functional tests & results: condition of firing trigger lockout good, condition of pinion gear good, condition of shrort rack broken, condition of yoke good. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
It was reported that the device was used during an unk procedure. It was reported by the affiliate that the device misfired on the first firing process. On the second firing, the staples were malformed. There was no pt consequence.